Event description:
On (B)(6) 2019, a (B)(6) years old female patient underwent a re-do aortic valve replacement (avr) to explant a perceval valve which was implanted in (B)(6) 2018 (exact implant date unknown). Pre-operatively, the aortic mean pressure gradient was 87 mmhg. During the re-do surgery, the perceval valve (both stent and tissue) appeared completely adhered to the annulus and aortic wall. It was reported that the explant procedure was extremely difficult to perform. It was decided to perform a bentall procedure to replace the ascending aorta along with the aortic valve. The procedure was not successful and the patient ultimately passed away.